Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 12 mm vision stent will be filed under a separate medwatch MFR number. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use; however, it was noted that the balloon was not soaked prior to use. The trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled resulting in the reported rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal right posterior diagonal artery. The 2.5 x 20 mm trek balloon was used for pre-dilatation, but ruptured at 14 atmospheres during first inflation. The balloon catheter was removed intact and a new balloon was used to complete pre-dilatation. (It was noted that the trek balloon was not soaked during prep prior to use.) The 3.5 x 12 mm vision stent was to be used next in the procedure, but when the protective sheath and stylet were removed, it was noted that the stent had dislodged inside the sheath. There was no patient involvement. A new vision was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.